Event description:
The patient presented in-clinic after receiving high voltage shocks from the device. Upon investigation, the delivered shocks were found to be inappropriate. No intervention was performed at this time. The patient was stable and will continue to be monitored.